Event description:
It was reported that the autopulse platform displays a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for service on 16 june 2017 due to a recurrent system error message observed when the customer powered up the device. The customer stated that the platform was never sent in for evaluation since the initial reported event from more than two years ago of(B)(6) 2015. The reported event was reproduced during functional testing, upon initial power up. The platform displayed a system error, out of service, revert to manual CPR message and the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 27 dec 2010. It has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) on (B)(6) 2017. The archive data was unable to confirm the report of a system error message on (B)(6) 2015 (over two years) as the data log had already been overwritten. As part of routine service during testing, the platform was examined and found that the driveshaft has some resistance and does not rotate smoothly. This observation was unrelated to the event. Upon customer approval, the processor board will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).